Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data showed timeouts and a drive stall but generated no alarms. The device was reset and successfully delivered a 5u bolus. Rerun data showed no abnormalities. Inspection of the needle and drive mechanisms found no damages or defects. The high pulse widths and drive stall are confirmed as the cause of the needle mechanism failure. The exact cause of the high pulse widths and drive stall could not be determined.